Manufacturer narrative:
This product is not available for sale in us but a similar product with catalog # 9393007 and 510k# k094025 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion due to lumbar spinal canal stenosis at levels l2/3,l3-4,l4-5. Intraop when the surgeon was inserting cage at l2/3 under lateral image ,surgeon hammered it for rotation but it could not be rotated correctly and cage broke.the surgeon tried to remove the cage using curved adjustor, straight adjuster or extractor but it could not be completely removed. 1/3 of the cage is removed and rest is still inside the patient.another cage was inserted to entry side.revision surgery was not performed to explant the remaining part of implant in the body. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination confirms the implant is broken into multiple pieces, with only the nose portion of the implant returned for analysis. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.